Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing electro-physiology planned treatment. The procedure was completed as planned by moving the patient to another system. It was reported to philips that the tube had problem, which prevented imaging. Review of the logfile shows x-ray tube current out of range, confirming the tube problem. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found that there was a problem with the current to the x-ray tube being too low. The fse performed the filament test and checked the fluoroscopy and all the test passed. On further troubleshooting, the fse tested the graph and found that there was something wrong with the x-ray tube. To resolve the issue, the fse replaced x-ray tube. The defective part was sent for analysis, for x-ray tube failure was observed and the failure was found to be vacuum leak cathode insulator. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system gave an alert indicating that the tube had problem, which prevented imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.